Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was going into the settings mode instead of the testing mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began on the morning of (B)(6) 2010. The patient informed the cca that she manages her diabetes with oral medication. Despite the alleged issue, the patient claimed she took her usual dose of metformin (500 mg) on the morning of (B)(6) 2010 (at 7am). On (B)(6) 2010 at 1:00pm the patient reported that she "passed out." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly "passed out" after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.